Event description:
Customer reported interruptions during operation of device. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed control unit was defective and not functioning properly, interruptions during the operation. The device was replaced and sent to customer on (B)(4) 2013. (B)(6). Placeholder.